Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) and complete clip detachment (ccd) in this incident could not be determined. It is possible that there were procedural interactions (e.g. The patient anatomy, visualization) which affected leaflet insertion in the clip, and therefore contributed to the user experience; however, this cannot be confirmed. The reported mitral regurgitation (mr) appears to be a result of the slda. The tissue damage, embolism and foreign body in patient appear to be due to the ccd. The reported patient effects of worsening mr, tissue damage, device emboli and failure to retrieve mitraclip nt system components, as listed in the mitraclip nt system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report that the clip completely detached from the leaflets. It was reported that the initial mitraclip procedure was performed on (B)(6) 2017 to treat functional mixed regurgitation (mr) with an mr grade of 4+. Two clips were implanted, reducing mr to 2. On (B)(6) 2017, during a follow up visit, an echocardiogram was performed which found that one of the clips detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). Mr returned to 4+. A second mitraclip procedure was performed on (B)(6) 2017; however, prior to beginning the procedure, during echocardiogram it was noted that the slda clip had completely detached from the other leaflet, and a chordal rupture was noted. The clip was found in the renal artery. The other clip remained securely attached to the leaflets. The mitraclip procedure was continued and two clips were implanted reducing mr to 1. A vascular surgeon was consulted and the decision was made to leave the clip and monitor it. The patient remained stable. No additional information was provided.